Event description:
It was reported that cgm displayed error code 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not recur after reset, and was advised to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.